Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during use of the mayfield head holder headrest, the patient's head shifted. There was no patient injury, or surgery delay. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR) - the DHR shows no abnormalities related to the reported failure. A1008 mayfield headrest was received without a flat washer on the side with the teeth. This would not allow the headrest to completely lock into position. The reported complaint was not confirmed, repairs cannot duplicate slippage.

Manufacturer narrative:
Unique device identifier: (B)(4). Device history record - the DHR shows no abnormalities related to the reported failure. Mayfield headrest (a1008) was returned for evaluation. Upon disassembly it was noted that the headrest was missing a flat washer. Without the flat washer, the torque knob cannot securely lock down the teeth on the headrest. The reported complaint was confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a